Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported the patient's right side system was removed due to infection. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the explant date for the right dbs system was (B)(6)2014. The infection would have been noticed just days before the explant. The definitive cause was unknown but thought to be a result of the healing process from the implant procedure. The devices were discarded. The patient¿s weight at the time of the event was unknown, the device serial numbers were unknown, and the issue had been resolved. No further information was known or could be provided.